Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent a surgical procedure to remove stitches at the implant site. The implanted device remains.

Manufacturer narrative:
Per patient's audiologist, the patient has been advised to discontinue use of the device due to discomfort around the implant site and static. Integrity test on (B)(4) 2011 showed no evidence of receiver/stimulator malfunction or electrode anomalies. (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.